Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) found the station with auxiliary full height drawer 7 displaying a failed to close message. The fse opened the back panel and observed that the orange light was not displaying for the latch sensor. The fse pushed the red latch button to eject the drawer and discovered that the magnet was missing from the inseparable. The drawer was removed from the station, and the inseparable was replaced. The drawer was then returned to the station, and the device was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. Drawer 7 was unable to be opened and failed with an error message notified as "failed to close". The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.